Event description:
The manufacturer representative (rep) reported that the patient (pt) was admitted to the hospital for a suspected infection. The pt was in need of an MRI, so the rep met with the pt on (B)(6) 2024 to assist with putting the ins into MRI mode. The rep found that the ins was dead when they arrived to help the pt, and the pt did not have their recharging equipment with them and they were unable to get it. The hospital refused to do the MRI due to the battery being dead and not in MRI mode. The physician decided to explant the entire system. The status of the explanted devices could not be determined but was confirmed to be in the possession of the hospital. The rep noted the hospital was informed to return the explanted equipment for analysis. The reported issue was reported to be resolved as of (B)(6) 2024. No device issues were reported.

Manufacturer narrative:
Continuation of d10: product ID 977c165, lot#/serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 15-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.